Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The mesh slipped during the healing process and the patient's hernia reoccurred within four months of the initial procedure. Additional information was requested.